Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (unable to charge battery) has been confirmed. As received, the battery charger/modem was resetting. Upon evaluation, the battery charger/modem exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally, there was contamination on the battery pca. The root cause for the flash memory failure could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem (B)(4) and reported that the battery charger/modem was unable to charge a patient's battery packs.